Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the v lead. The lead was found to be dislodged. When lead repositioning was unsuccessful, the lead was explanted and replaced.